Manufacturer narrative:
(B)(4). The reported event was an unknown alarm; however, a system error 2005 was identified during a review of the event history log. Visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed. Sample evaluation revealed a broken piston. To correct the condition, the piston was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Occurrence date and therapy date occurred about one month prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.